Manufacturer narrative:
The actual device was visually inspected. The needle sample is bent and broken at the rear area. It shows massive marks of needleholder at the rear area and also at the tip area. Representative samples of the returned product were tested for needle strength and ductility. The results are within specification. Conclusion: user error caused event. The product insert states that needles should only be grasped in an area 1/3 to 1/2 the distance from the swage to the point. No failure detected and the unused product is within specification for needle strength and ductility.

Event description:
International customer advised that a needle broke during surgery. No adverse patient consequences were reported.